Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the rv lead exhibited high capture threshold via pacing system analyzer. The lead was explanted and replaced. The patient was fine.